Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced night-time low blood glucose (bg) levels ranging from the 20's (mg/dl) to 40 (mg/dl). Reportedly, the customer consumed juice and fruits to treat the low bgs. The customer reported consulting with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the user did not enter any blood glucose (bg) values from (B)(6) 2018 and a continuous glucose monitor (cgm) was not in use during that time period. All blouses requested by the user were manually entered without entering current bg or carbohydrate gram values. The user delivered boluses while still having large amounts of insulin on board (iob). The user received max hourly bolus notifications on (B)(6) 2018. Complaint could not be confirmed. Making bolus requests and still having insulin on board and not entering current bg level could lead to a low bg event. The user¿s low bg was likely due to overcorrection. There is no evidence that the insulin pump experienced a malfunction or failure.